Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) noticed some air in the patient line. This was identified during fill one while the hp was connected. The technical service representative (tsr) advised the hp to end the therapy and start over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.